Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x16mm promus premier¿ drug-eluting stent was advanced for treatment. However, it was noted that the stent was defective when it was advanced over the guide wire and failed to cross the lesion. The procedure was completed with a different stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: promus premier us, mr, 3.5x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage to the first 5 most proximal struts. The first two struts were lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The device was loaded on a 0.014'' guide wire and no resistance was felt. A visual and tactile examination found slight damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x16mm promus premier¿ drug-eluting stent was advanced for treatment. However, it was noted that the stent was defective when it was advanced over the guide wire and failed to cross the lesion. The procedure was completed with a different stent. No patient complications were reported and the patient's status was fine.